Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that regarding a 18 cm (7") approximately 0.69ml, set de extensión con clave¿ clear, pinza, luer giratorio, that the patient was received for a chest scan with a pulmonary embolism protocol. A saline test was performed using the injector and a leak of the saline solution was observed, prompting a check of the patient¿s venous access. It was found that the clave connector was broken. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.